Event description:
During a tlif surgery, the oracle slap hammer was being used to remove the trial and it broke. The surgeon was able to remove the trial with his hands. No further issues were reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates nemcomed manufactured the oracle slap hammer pn 03.809.972, lot 6487169. Due to an unknown cause, the shaft pn 03.809.972.1 of the oracle slap hammer broke. No unusual wear or cosmetic damage was noted on the part. Based upon the cofc from nemcomed and incoming inspection, this lot was previously accepted and conforms to specifications. All measurements that could be taken were found to meet specification. A product development evaluation was also conducted and the report indicates the oracle slap hammer was returned in three pieces: the slide adaptor component, the center shaft of the instrument, and the slide weight component. The shaft has broken from the slide adaptor through the threaded section, at the location of the pin. The pin is retained in the slide adaptor, and is visible when looking at the fracture location. The instrument failed at the location of the pin through the threaded connection. This pin acts as a stress riser, leading to the failure at this location. In addition, the material may also be a factor in the failure due to the impact loading of the device. An internal corrective action has been opened to address the root cause of the issue. The design risk assessment was reviewed and found to be adequate for the intended use. A review of synthes device history records revealed the product conformed to all requirements. Corrected patients weight from (B)(6).